Manufacturer narrative:
(B)(4).

Event description:
It was reported that post implant, a chest x-ray revealed that the left ventricular lead had dislodged. The lead was repositioned on (B)(6) 2016. There were no adverse consequences to the patient.

Event description:
New information received states that the lead dislodged confirmed via x-ray. The lead was explanted and replaced successfully. The patient was asymptomatic. The lead broke into pieces during explant and would not be returned, the lead was discarded by hospital staff.